Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 407645, implantable pacing lead; implant: (B)(6) 2013. (B)(4).

Event description:
It was reported that an intervention was required to reposition a right ventricular (rv) lead that had dislodged and was presenting with high thresholds. Lead remains in use and no patient complications have been reported as a result of this event.